Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the system lock and deployment lock levers were not returned to the locking position caused the ratchets to be in contacted with the stent, resulting the stent removed with the catheter; however, these could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that this was a percutaneous treatment of a heavily diseased, left superficial femoral artery (sfa), heavily calcified lesion. The vessel was prepped per instructions for use. A supera stent delivery system (sds) advanced to the lesion and stent deployed without issue. During delivery system removal, no unusual resistance was felt, however, the stent was explanted and removed with the system. A non-abbott device was used in replacement as another same sized supera was not available. There was no adverse patient sequela and there was no clinically significant delay reported. No additional information was provided regarding this issue.